Event description:
At approximately four months post-operatively, the surgeon performed a surgical procedure to remove an implant that had shifted post-operatively.

Manufacturer narrative:
The subject device was not returned to the manufacturer for evaluation.